Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the papilla during an endoscopic papillary balloon dilation procedure performed on (B)(6) 2024. During the procedure, the alliance ii syringe was connected to the device and dilation was performed but, the pressure measurement on the gauge was not correct. Fluoroscopy indicated that the pressure had increased, and the balloon was inflated. The syringe was removed, and a second alliance ii inflation syringe was attempted to be used but, again the pressure measurement on the gauge was not correct. The procedure was completed with the second alliance ii inflation syringe only by confirmation under fluoroscopy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurately. Block h11: investigation results: the returned alliance ii inflation syringe was analyzed, and a visual evaluation noted no damages. Functional testing was performed and found the pressure gauge needle not increasing. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of gauge reading inaccuracy was confirmed. The returned device was inspected, and functional testing found the pressure gauge needle not increasing. The way in which the device was handled and manipulated, such as a possible hit on the gauge or an accidental drop of the device, may have caused the failure. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the papilla during an endoscopic papillary balloon dilation procedure performed on (B)(6) 2024. During the procedure, the alliance ii syringe was connected to the device and dilation was performed but, the pressure measurement on the gauge was not correct. Fluoroscopy indicated that the pressure had increased, and the balloon was inflated. The syringe was removed, and a second alliance ii inflation syringe was attempted to be used but, again the pressure measurement on the gauge was not correct. The procedure was completed with the second alliance ii inflation syringe only by confirmation under fluoroscopy. There were no patient complications reported as a result of this event.